Manufacturer narrative:
Vyaire file identification: (B)(4). Results of investigation: the vyaire failure analysis laboratory performed analysis of the log files received. It was visible that the blower temperature alarms were triggered multiple times. After further evaluation, the root cause was traced to user fault. The blower's driver overheated due to lack of maintenance (filter exchange). Additionally, the end user disregarded the blower temperature alarms on numerous occasions which eventually caused damage to the main electronics. Component is for replacement.

Event description:
The customer reported that the bellavista 1000 experienced circuit test failures and power failure alarm on this unit. There is no patient involvement with this reported event.